Event description:
It was reported that the customer received the no delivery alarm when the reservoir was left with a quarter of insulin. The customer stated that he kept the infusion set tubing in his pants. The customer expressed that this issue had occurred with the past two infusion sets. The customer's blood glucose was 174 mg/dl. The customer was working when the alarm occurred. The customer confirmed that the alarm did not lead to a serious injury or hospitalization. Advised customer to monitor the insulin pump and call back if he received another alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.